Event description:
It was reported that boston scientific technical services were contacted to evaluate episodes of variable, but still in-range impedance from this device and a competitor's right atrial (ra) lead. Upon device data review, minute ventilation noisy artifacts were also observed. It was hypothesized that the impedance spikes could be the result of a loose connection between the device and the competitor's lead. Because all other electrical trends were stable and the ra impedance was in range, the physician elected to continue with normal follow ups. There were no patient consequences reported and the system remains implanted and in service.